Event description:
Additional information received from the consumer reported that they did not know why the device stopped working. It was also noted that the patient had an unrelated brain aneurysm. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant products: product ID 3037, serial # (B)(4), product type programmer, patient; product ID 3889-28, lot # va0tyvw, implanted: (B)(6) 2015, product type lead. (B)(4).

Event description:
The patient reported she experienced a sudden loss or change of therapy; over the weekend the patient's stimulation stopped and she could not feel it. The patient had no therapeutic effect. On (B)(6) 2015, the patient pulled out her controller and tried for 45 minutes to get it working and it would not work; she only got poor communication. The patient programmer (pp) would not do telemetry with the antenna. On (B)(6) 2015, the patient was able to successfully sync and confirm stimulation was turned on. The patient increased the amplitude to 1.7 and confirmed she could feel stimulation sensation comfortably. On (B)(6) 2015, the patient also went to her healthcare provider's (hcp) office and they said the pp did not recognize the stimulator which was verified by the clinician programmer. On (B)(6) 2015, a manufacturer representative met with the patient to help reprogram. The manufacturer representative thought the issue had been with the patient's antenna, not the pp. It was recommended the manufacturer representative program the patient and the patient should test the antenna when they got home to see if it did not work. Indication for use was reported as gastrointestinal/pelvic floor. If additional information is received, a follow-up report will be sent.